Event description:
After indwelling the catheter in pt's left upper arm, infused milrila by 2cc/h with terumo syringe pump+ top lock type ext tube. During infusion, catheter was cut. Giving local anesthesia and with venous cutdown, clinician took out catheter from pt.

Manufacturer narrative:
If a sample is returned, an investigation will be completed and a follow-up report be filed. (B)(4). Date submitted: 06/21/2010.